Event description:
This hoyer lift was purchased 10/25/91. Within a few days the protective rubber end caps came off the base unit. This presented no problem in the use of the hoyer. Shortly after, the hydraulic jack or lifter unit failed to work. The device was removed from service and new parts were ordered and installed by our maintenance dept. The device was put back into service and then the base spreader mechanism broke. Once again, the device was removed from service, replacement parts ordered, and installed by our maintenance dept on 1/29/92. The device was put back into service and the base spreader unit fell off the device, as the device would break/fail prior to being used with a patient. We had made several attempts to contact the distributor representative with less than satisfactory results. We feel this device is a "lemon" and needs to be reporteddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - long term, component failure. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.